Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and required transcutaneous pacing. It was also reported that the right ventricular (rv) lead exhibited under-sensing on ventricular lead and pacing during ventricular tachycardia/ventricular fibrillation (vt/vf) arrhythmia, and difficulty maintaining capture. It was further reported that the right atrial (ra) lead exhibited both under-sensing and over-sensing and a sudden increase in p-wave amplitude. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.